Event description:
The caller reported a cartridge alarm issue with their insulin pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump, confirming this course of action with the customer. Meanwhile, the customer was advised to use multiple daily injections (mdi) as a backup therapy. Instructions were given and acknowledged for putting the current pump into storage mode and returning it using the pre-paid label. The customer understood the steps to take upon receiving the replacement pump.